Event description:
During manufacturer review of an article (wang dd, deans ae, barkovich aj, tihan t, barbaro nm, garcia pa, chang ef. Transmantle sign in focal cortical dysplasia: a unique radiological entity with excellent prognosis for seizure control. J neurosurg. 2013 feb;118(2):337-44. Doi: 10.3171/2012.10.jns12119. Epub 2012 dec 7.) It was noted that one patient that was implanted with vns has a worsening of seizures. The patient was (B)(6) of age at the time of implant and a male. The patient had gtc with an onset of seizures at (B)(6) of age. The patient had daily seizures and there were no associated symptoms. The location of the MRI anomaly is left frontal multigyral. On the MRI it appeared to be an appeared cortical thickening, t2/flair anomaly, medial temporal sclerosis, bottom-of-sulcus dysplasia and transmaltle dysplasia. This patient had multiple subpial transscetions and vns and continued to have residual seizures. No tissue was sent to pathology and the patient. The patient had persistent seizures following the transections and a worsening of seizures. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Doris d. Wang, abby e. Deans, a. James barkovich, tarik tihan, nicholas barbaro, paul a. Garcia, and edward f. Chang. "Transmantle sign in focal cortical dysplasia: a unique radiological entity with excellent prognosis for seizure control". J neurosurg. 2013 feb;118(2):337-44. Doi: 10.3171/2012.10.jns12119. Epub 2012 dec 7.